Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Evaluation found a badly kinked water supply line at the unit connection causing poor water flow and handpiece getting hot, low battery footswitch, dirty water filter, unit needs new software. Replaced the listed parts, installed the new software, recalibrated the unit, cleaned and final test. Multiple unsuccessful attempts were made to obtain the patient outcome.

Event description:
It was reported that while using a g1000 scaler, the unit was leaking water and the handpiece was getting hot. The event outcome is unknown as of this MDR evaluation. During evaluation on (B)(6) 2018 it was discovered there was a badly kinked water supply line, causing poor water flow.